Event description:
During gallbladder surgery the tissue retrieval bag broke while trying to extract the gallbladder. Sludge got into the abdomen and added additional surgical time to the procedure to clean the abdomen to prevent infection. Gallbladder was eventually removed. FDA safety report ID# (B)(4).